Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported complications. The manufacturer did not received the device. Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 15, the implant had not achieved osseointegration. Clinician reports failure was due to the patient's smoking. There were no reported complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported complications. The manufacturer did not received the device. Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 15, the implant had not achieved osseointegration. Clinician reports failure was due to the patient's smoking. There were no reported complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported complications. Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 15, the implant had not achieved osseointegration. Clinician reports failure was due to the patient's smoking. There were no reported complications.